Manufacturer narrative:
(B)(4).

Event description:
The patient was traveling in her car. She felt a strong jolting sensation and then no stimulation sensation and a loss of therapeutic effect. The implantable neurostimulator was on. The patient tried changing programs and increasing stimulation parameters but continued to feel no stimulation. The pt experienced a lot of arm pain without stimulation therapy. She was traveling and didn't have pain medications with her. The hcp's office was closed for the weekend. The field rep was notified of the situation. He reported that he took care of the problem. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.